Event description:
The hospital reported that at the completion of the coronary artery bypass graft procedure, the heartstring seal started to "bunch up" during removal. The seal was removed without damaging the anastomosis. No pt complications were reported by the hospital. Failure analysis performed in may showed that the seal did not unravel completely. This is a reportable malfunction.